Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Sensor was replaced and returned for analysis. Malfunction was confirmed. A corrective and preventive action is initiated to conduct further investigation.

Event description:
On (B)(6) 2019, senseonics was made aware of an instance where patient experienced inaccuracies in sensor reading leading to sensor removal and replacement.